Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: the suspect device was evaluated and serviced by a vyaire third party service center. The service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. The suspect component returned to vyaire for further evaluation. The service technician was unable to verify the customer's reported issues. The suspect component passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering higher tidal volume than what was set while connected to a patient. When the ventilator was set to deliver 370mls, the unit would deliver 418mls. The customer confirmed there was no patient harm associate with the reported issue.